Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a spinal surgical procedure on unknown date and the reservoir was connected to a drain. At the ICU, the reservoir was unable to lock when suctioning was performed and the negative pressure was stopped again. There was no adverse patient consequence reported.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Actual device was returned. All components are in place and in good condition. During sample evaluation, it was verified that the plate was able to be opened and closed without any issue. Root cause could not be determined.